Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Event date - the post-operative complication was discovered sometime in (B)(6) 2017. Implant date - the devices were implanted approximately one year ago. Concomitant devices - zimmer trabecular metal reverse stem catalog #: ni lot #: ni, zimmer trabecular metal reverse polyethylene liner catalog #: ni lot #: ni, biomet comprehensive reverse baseplate catalog #: ni lot #: ni. The customer has indicated that the product will not be returned to zimmer biomet for investigation currently, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2017-04460).

Event description:
It is reported that the patient is scheduled to undergo a shoulder arthroplasty revision due to instability from chronic shoulder joint dislocation approximately one (1) year post-operatively. The sales representative reported that there is no issue with the product's performance, but a revision procedure is required to attain stability in the patient. No additional patient consequences have been reported. Attempts have been made to retrieve additional information, but no further information is available at this time.